Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the left ventricular (lv) lead. The alert was programmed off. Follow up concluded that no intervention was performed and the lead will continued to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.